Event description:
The device involved with this event was returned to compass health brands on 3/29/2017 and evaluated. The device was tested for product performance, and determined to fall within the manufacturer specification as defined in the product user manual - the device passed inspection. The electrodes were distorted, possibly not allowing acceptable connection retention between electrode and skin.

Event description:
The end-user's wife called, stating her husband (end-user) was allergic to the electrodes he was using. The end-user has burns on his back. He is turning the intensity up to 105 ma, and has overused his electrodes. The patient was previously diagnosed (years ago) with bufolous pemphigoid. His wife had a concern it may have reared again after using electrodes. The end-user reported multiple points of device misuse: the end-user is not storing the electrodes back in the package they came from. The end-user uses the device at full intensity (105 ma) all day, as the pain is reported as otherwise not going away. He began having (what the wife thought was) an allergic reaction almost immediately after beginning the usage of the electrotherapy device. The wife, after realizing this, started placing the electrodes in different places on her husband's back, yet every day, he was full of this "allergic reaction." She began using lotion on him a few hours prior to putting on the electrodes, never cleaning it off (also an usage error). The end-user's wife also advised that her husband had used the same electrodes for the past 2 1/2 weeks-4 weeks (also an usage error). The two conditions (bufolous pemphigoid & allergic reaction) likely are not related, but compass health brands' customer service department cautioned the wife to check with her husband's doctor prior to starting up use of an electrotherapy device.